Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Although product and lot codes were not provided, it is known that the liner and cup were of differing hip systems. This use, and use of cement to join devices, is not recommended. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for dislocation, found poly out of shell as cement/poly de-bonded. Mfg of cement unknown.